Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-18313 and 1627487-2013-18315. The patient has 4 leads (2 model 3169 from the same lot and 2 model 3166 from different lots) implanted as part of her scs system. It was reported the patient's occipital leads have migrated. Surgical intervention will be taken at a later date to address this issue. It is unk which of the patient's leads are the occipital leads; therefore all lots are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.